Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring (b)(6) 2026.

Event description:
It was reported that the patient had their device disabled due to a "pooling of blood".No known relevant surgical intervention has occurred to date.No other relevant information has been received to date.